Event description:
The user facility reported that steam was leaking from their evolution sterilizer onto the control panel and the floor. No report of injury.

Manufacturer narrative:
The user facility elected to have their biomed department inspect the unit. The biomed technician found that the bronze bellow assembly of the pressure regulator valve was cracked allowing steam to leak from the sterilizer. The pressure regulator valve should be re-built annually in accordance with the evolution sterilizer preventive maintenance checklist. The evolution sterilizer is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The sterilizer subject of the reported event unit was manufactured in 2015 and was about 7 years old at the time of the reported event. The evolution sterilizer operator manual states (1-1), "regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact your steris service representative to schedule preventive maintenance." The technician replaced the bronze bellow assembly, and the control panel, tested the unit, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. Steris will offer in-service training on the proper preventive maintenance activities for the evolution sterilizer. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
Steris offered in-service training on the proper preventive maintenance activities for the evolution sterilizer; however, the user facility declined. No additional issues have been reported.